Event description:
Smiths medical international ltd, has been notified of an event of air leakage through the cuff after in use for more than on day. Same user reported often has to use a pressure of 30 until 40. Normally 20 is sufficient. One sample was used for some hours only and the other sample was used some days and another tube was scrapped at once after insertion. It is not known if the user facility pretested the unit per the instructions for use. No adverse outcome reported.